Event description:
It was reported, during in clinic follow up. That the atrial lead exhibited loss of capture. Imaging was used to confirm dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.